Event description:
It was reported that surgery time was delayed greater than 30 minutes while attempting to sear the liner. A backup device was used and the surgery was completed without further incidents.